Event description:
The reporter indicated that on (B)(6)2022 a 12.6mm, vticm5_12.6, -9.50/4.0/86 (sphere/cylinder/axis), implantable collamer lens was found broken before loading, there was no patient contact. A backup lens was implanted and the problem resolved. In the reporters opinion the cause of this event was the device.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).